Event description:
It was reported that a loudspeaker problem was displayed on the monitor and had no sound. It is unknown if the device was in use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips field service engineer (fse) went on-site and confirmed the cause of the reported problem was a defective speaker. The fse performed testing and indicated that the speaker produced no sound and the speaker was defective. The fse replaced the speaker. The device was operational after repairs were completed.